Manufacturer narrative:
Date of event: 2017 (exact date is unknown) additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm; model # sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient experienced painful stimulation due to lead migration. Reprogramming was not successful. The patient does not want to undergo a revision procedure and does not want to participate in the clinical study. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received stating that the patient underwent an explant procedure and withdrew from the clinical study.

Event description:
A report was received that the patient experienced painful stimulation due to lead migration. Reprogramming was not successful. The patient does not want to undergo a revision procedure and does not want to participate in the clinical study. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that lead extensions were also explanted. Additional suspect medical device components involved in the event: model: sc-3138-55 serial: (B)(4) description: scs phiii ext 55cm a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced painful stimulation due to lead migration. Reprogramming was not successful. The patient does not want to undergo a revision procedure and does not want to participate in the clinical study. The patient will undergo an explant procedure.